Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump button was stick when pressed. Customer's blood glucose level was unknown. Customer reported that the insulin pump had random no delivery alerts and battery cap difficult to screw in correctly sometimes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm or verify charge/battery lasts less than expected anomaly due to buttons not responding. Pump received with stripped battery cap(p) coin slot.